Event description:
Customer initially reported their adc device displayed a "pc" message. The product was returned and investigated and a burned and melted usb port was observed during the investigation. It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. This MDR is being submitted due to the returned product investigation results. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(4) has been returned and investigated. Visual inspection has been performed on the returned reader and damage to the usb port was observed. The usb port showed signs of heat damage and melting to the outside casing which prevented the reader¿s log to be downloaded. The reader was placed in the test fixture but was still unable to extract the log due to heat damage. The returned reader did not power on. The reader was de-cased, and the reader battery was measured at 3.64v which falls outside of the specification (3.7v to 4.1v.) A new unused battery was placed into the returned reader and the reader powered on with a ¿connect to computer¿ message. There was visible damage to dn3 and dn3 terminal, a transient suppressor which protects the usb port from static discharge. The damage was removed using hot air tool and the ¿connect to computer¿ message was cleared. The reader was then able to pass all self-tests. Power consumption test was performed, and all results were within specification. There was no visible damage to the returned battery. The metal housing of the usb port exhibited signs of heat discoloration around the port pins. This indicates extreme heat was introduced to that area from an unknown power source. It is unknown if the customer was using the charging cable and adapter provided by adc. The charging cable and adapter that is provided by adc produces 2.75 watts of power, which is not enough power to produce enough heat to cause the observed damage in returned reader. Therefore, the issue is not confirmed. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.